Event description:
It was reported that the patient presented with low flow, pump stop, and driveline disconnect alarms on the night of (B)(6) 2025. The pulsatility index (pi) was intermittently not visible on the system controller screen. The controller and modular cable were replaced. Log files captured persistent connect driveline alarms. Most events lasted approximately 3 to 4 seconds, with some extending longer. The site stated that no electrostatic discharge (esd) occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number: (B)(6), was returned for evaluation. The provided information stated that the patient experienced low flow, pump stop, and driveline disconnect alarms, and as a result, the system controller and modular cable were exchanged. These alarms are further addressed within the pump and modular cable investigations. The system controller event log files were reviewed, and timestamps spanned approximately 3 hours (08:41:41 to 11:45:25 on (B)(6) 2025). Throughout the log file, multiple transient pump stops that were preceded by low pump current fault flags were captured. These pump stops were associated with left ventricular assist device (lvad) off, low flow hazard, atypical driveline disconnect, and low speed advisory alarms. Following these events, the driveline was disconnected for a system controller exchange, and, shortly after, the system controller was shut down. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. There were no functional issues identified with the returned system controller. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event resolved on the new controller, though the cause of the alarms was not identified.